Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer experienced an elevated blood glucose (bg) level. The customer declined any further information about elevated blood glucose levels. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.